Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
It was reported to philips that the touchscreen was not functioning. The device was not in use at the time of the event. This issue occurred during testing. A philips international field service engineer (fse) was dispatched to the customer site and confirmed the reported problem. The fse replaced the man-machine interface (mmi) pcb to resolve the issue. The device successfully passed performance specification testing after the repair was completed and was placed pack into service.